Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters occurred as critical ram parity error was recorded on (B)(4) 2011 in address (B)(4). Por severity is considered low as device should be able to fully recover after reset. Patient was undergoing radiation therapy at the time of the por.

Event description:
It was reported that the patient was undergoing radiation therapy and the device had a power on reset. The device was programmed and remains in use. No patient complications have been reported as a result of this event.